Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received. No phacoemulsification power occurred before a cataract procedure. There was no patient involvement. The case was performed with an alternate unit.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative confirmed that the customer did not prime and tune the phaco handpiece. As a correction, the company representative trained the facility employees on priming/tuning the handpiece and the doctor made some tests to verify its functionality. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2014. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a poor tuning which occurred between surgeries. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).